Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. During the site visit the fse confirmed that the universal surgical manipulator 4 (usm4) carriage was loose. The fse replaced the usm4 to resolve the issue. The system was tested and verified as ready for use. Isi received the da vinci product involved with this complaint to perform failure analysis. The usm4 was analyzed and the reported problem was replicated by failure analysis and confirmed to have happened in the field. The usm4 was tested on the in-house system in normal mode where it triggered no error. The unit was also tested on testing platform and triggered no related errors. During the testing of the unit on the testing platform, the unit failed the sensor check on the yaw. The complaint was confirmed based on the field evaluation and failure analysis.

Event description:
It was reported that prior to the start of a da vinci-assisted pulmonary wedge resection surgical procedure, the carriage or track of the universal surgical manipulator (usm) 4 moved out of alignment by about one centimeter, when at the bottom of the range of travel along the insertion axis. The site planned to perform the next procedure with 3 arms. The procedure was completed as planned, with no reported injury.